Event description:
It was reported that the stimulator was removed due to a staph infection caused by "a cloth wrapped around the stimulator". The pt was no longer having a problem with the sys. Add'l info has been requested, but was not available as of the date of this report.